Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient stated that since day one, patient would feel uncomfortable stimulation on their back and groin and would feel small shocks when they lay on their back at night but would not feel the stimulation if they lay on their right side. Patient stated that they would sleep better if they turn their stimulation off at night. Agent redirected patient to their doctor (hcp) to further address the issue. Patient stated they have an appointment with their doctor and their rep the middle of may.